Manufacturer narrative:
Three sealed lenses were returned in unused condition to the manufacturer for evaluation. Evaluation is currently in process. Additional information received will be provided via a follow-up report.

Event description:
The patient sought emergency medical treatment and was diagnosed with a corneal ulcer in the left (os) eye requiring medical treatment. After several visits the eye care professional indicates the medication is being reduced because the ulcer is remitting. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Correction: originally reported as: three lenses returned in sealed condition. Corrected data: three lenses returned in open condition. Three lenses were returned in open condition to the manufacturer for evaluation, no defects or faults were found. It is unknown if the lenses returned in open condition were involved in the event. The association between the coopervision lenses and the event is unconfirmed.